Event description:
It was reported via repair work order that the zoom drive was intermittent due to damaged load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the zoom drive was intermittent due to damaged load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The previous initial report was issued without the PMA/510(k)#. (B)(4).